Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 4968-35 x 2 leads, implanted (B)(6) 2009.

Event description:
It was reported that defibrillation threshold testing (dft) failed. It was determined the active coils were in close proximity to two previously abandoned leads. The coils were re-positioned further apart and the abandoned leads were removed. Following, the dft was successful. It was also reported the leads displayed low impedance. One lead was removed and replaced and the other lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.